Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: sticking into my uterus') and device expulsion ('migration of essure device/ malposition of essure device location of device: sticking into my uterus') in an adult female patient who had essure (batch no. B93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, anemia, uterine fibroid, adenomyosis, recurrent abortion and early term baby. Concurrent conditions included premenopause, menstruation irregular and ovarian cyst. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) and ethinylestradiol;norgestimate (sprintec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and iron deficiency anaemia ("anemia") and was found to have uterine leiomyoma ("fibroid uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and uterine leiomyoma outcome was unknown, the vaginal haemorrhage and heavy menstrual bleeding had resolved and the iron deficiency anaemia was resolving. The reporter considered device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, iron deficiency anaemia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: plaintiff undergo an essure confirmation test. Total bilateral occlusion adequate functioning of the essure tubes; on (B)(6) 2014: impression: findings described above indicating adequate functioning ensure tubes.. Pathology test - on (B)(6) 2018: diagnosis : uterus, cervix and fallopian tube , robotic assisted total hysterectomy with bilateral salpingectomy : weakly proliferative endometrium . Adenomyosis . Cervix - no significant histopathologic abnormalities . Fallopian tubes, right and left - no significant histopathologic abnormalities. Negative for dysplasia, hyperplasia and malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Lot number was added. Lab data and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: sticking into my uterus') and device expulsion ('migration of essure device/ malposition of essure device location of device: sticking into my uterus') in an adult female patient who had essure (batch no. B93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, anemia, uterine fibroid, adenomyosis, recurrent abortion and early term baby. Concurrent conditions included premenopause, menstruation irregular, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) and ethinylestradiol;norgestimate (sprintec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and iron deficiency anaemia ("anemia") and was found to have uterine leiomyoma ("fibroid uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and uterine leiomyoma outcome was unknown, the vaginal haemorrhage and heavy menstrual bleeding had resolved and the iron deficiency anaemia was resolving. The reporter considered device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, iron deficiency anaemia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: plaintiff undergo an essure confirmation test. Total bilateral occlusion adequate functioning of the essure tubes; on (B)(6) 2014: impression: findings described above indicating adequate functioning essure tubes. Pathology test - on (B)(6) 2018: diagnosis : uterus, cervix and fallopian tube , robotic assisted total hysterectomy with bilateral salpingectomy : weakly proliferative endometrium . Adenomyosis . Cervix - no significant histopatholog ic abnormalities . Fallopian tubes, right and left - no signi ficant histopathologic abnormalities. Negative for dysplasia, hyperplasia and malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc(product technical complaint). Fu 13 and 14 were processed together. On 18-may-2021: medical record received. Reporters and medical history added. Fu 13 and 14 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, anemia, uterine fibroid and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and iron deficiency anaemia ("anemia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and iron deficiency anaemia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device dislocation, dysmenorrhoea, iron deficiency anaemia, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: plaintiff undergo an essure confirmation test.. Pathology test - on (B)(6) 2018: diagnosis : uterus, cervix and fallopian tube , robotic assisted total hysterectomy with bilateral salpingectomy : weakly proliferative endometrium . Adenomyosis . Cervix - no significant histopathology ic abnormalities . Fallopian tubes, right and left - no significant histopathologic abnormalities. Negative for dysplasia, hyperplasia and malignancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-dec-2020: mr received- new reporter, medical history, lab data, were added. New event added: dysmenorrhea, fibroid uterus, anemia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: sticking into my uterus') and device expulsion ('migration of essure device/ malposition of essure device location of device: sticking into my uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, anemia, uterine fibroid, adenomyosis, recurrent abortion and early term baby. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) and ethinylestradiol;norgestimate (sprintec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and iron deficiency anaemia ("anemia") and was found to have uterine leiomyoma ("fibroid uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and uterine leiomyoma outcome was unknown, the vaginal haemorrhage and heavy menstrual bleeding had resolved and the iron deficiency anaemia was resolving. The reporter considered device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, iron deficiency anaemia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: plaintiff undergo an essure confirmation test. Total bilateral occlusion. Adequate functioning of the essure tubes. Pathology test - on (B)(6) 2018: diagnosis : uterus, cervix and fallopian tube , robotic assisted total hysterectomy. With bilateral salpingectomy : ---weakly proliferative endometrium. ---adenomyosis. ---cervix - no significant histopatholog ic abnormalities. --- fallopian tubes, right and left - no signi ficant histopathologic. Abnormalities. ---negative for dysplasia, hyperplasia and malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received. Update to imdrf/FDA codes only. Fu 9 and 10 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: plaintiff undergo an essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-dec-2020: this case become serious incident. Pfs received. Reporters information added.. Event: abnormal bleeding (vaginal, menorrhagia) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: sticking into my uterus') and device expulsion ('migration of essure device/ malposition of essure device location of device: sticking into my uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, anemia, uterine fibroid and adenomyosis. Concomitant products included ethinylestradiol;norgestimate (sprintec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and iron deficiency anaemia ("anemia") and was found to have uterine leiomyoma ("fibroid uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and uterine leiomyoma outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the iron deficiency anaemia was resolving. The reporter considered device expulsion, dysmenorrhoea, embedded device, iron deficiency anaemia, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: plaintiff undergo an essure confirmation test. Pathology test - on (B)(6) 2018: diagnosis : uterus, cervix and fallopian tube , robotic assisted total. Hysterectomy. With bilateral salpingectomy : weakly proliferative endometrium . Adenomyosis . Cervix - no significant histopatholog ic abnormalities . Fallopian tubes, right and left - no significant histopathologic abnormalities. Negative for dysplasia, hyperplasia and malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Event device dislocation was updated to device expulsion. Event added: malposition of essure device location of device: sticking into my uterus. Event outcome was updated to recovering/resolving for anemia. Reporters information, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: plaintiff undergo an essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 08-apr-2020: pfs received: previously reported injury nos were updated to "essure device migration". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.